Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and suture was used. The suture pulled off of the needle during the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. The returned samples were found to be out of specification. The evaluation found fins.